Event description:
The customer reported an iris potentiometer error. On the 9600 system, this will result in an uncommanded system shutdown. No death or serious injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.